Event description:
Reboot of the monitor when connecting a catheter.

Manufacturer narrative:
Sophysa is pending for more information about this incident.

Manufacturer narrative:
Visual inspection: the capsule was found detached from the pa tube. Corrective actions of the CAPA 2024- 03 on capsule gluing were not yet in place. The tube shows slight bending at several locations. Functional inspection: no data were retrievable from the device memory. When connected to a monitor, the catheter induced an unexpected shutdown. The same behavior was observed when connected to a second monitor. An abnormal value of "0" was detected in the memory header, indicating memory corruption. When connected to a monitor equipped with the updated software (subject of fsca 2025-04), the catheter functioned normally and monitoring remained possible. Traceability : the last functional control performed during production was compliant. The catheter contains the eeprom component currently suspected to be defective and identified within CAPA 2025-04. Root cause of the reboot : the eeprom component failure mode is not taken into account by the monitor software. The available energy on the dongle card does not allow data writing to be completed in the event of an untimely disconnection, causing memory corruption.

Event description:
Reboot of the monitor when connecting a catheter.